Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: evaluation revealed that the keypad rubber was intact. The keypad buttons were intermittently unresponsiveand the ok keypad button required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. It was observed that the buttons were sticking and over responding/scrolling to button presses. There was evidence of keypad contamination found under the key contacts and the ok button was observed to be inverted.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.